Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm, battery failed alarm and also reports pump was dropped/bumped and pump has possible physical or cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was partially performed for keypad anomaly. Troubleshooting was declined for cosmetic damage and battery failed alarm and the serialized device be replaced. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with fully functional keypad. However, keypad traces were inspected found corrosion damage on the keypad traces. Keypad flex connector is plugged in properly. Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No failed battery alarms noted during testing, however noted in the pump trace download on 04/18/2025 08:55:31.000. Stuck button alarms confirmed in the pump history/trace files on 04/18/2025 08:54:04.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1/pcba 2 boards. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Failed battery alarms not confirmed during testing or in the power management graph. Stuck button alarms confirmed in the pump history/trace files due to corroded keypad trace. Cosmetic damage was confirmed where scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.